Event description:
It was reported in an article titled, "denali inferior vena cava filter retrieval: complications and success rates", that sometime post inferior vena cava filter placement of one hundred forty three patients, two patients were allegedly developed with inferior vena cava filter tilt greater than fifteen degrees. It was further reported that filters were retrieved successfully without any complications. There was no reported patient injury.

Manufacturer narrative:
H10: seoyun choi, kun yung kim, hong pil hwang, young min han (2023). Denali inferior vena cava filter retrieval: complications and success rates. Journel of the korean society of radiology, 84(4):879-888. Doi: 10.3348/jksr.2022.0106. H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of two for this event. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported in an article in the "journal of the korean society of radiology" titled "denali inferior vena cava filter retrieval: complications and success rates" that sometime post an inferior vena cava filter placement, of one hundred and forty-three patients, there were two occurrences of inferior vena cava filter tilt with an angle greater than fifteen degrees. Reportedly, the filters were retrieved successfully without any complications. There was no reported patient injury.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of two for this event. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the malposition of device could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: seoyun choi, kun yung kim, hong pil hwang, and young min han (2023). Denali inferior vena cava filter retrieval: complications and success rates. Journal of the korean society of radiology, 84(4): 879-888. Doi: 10.3348/jksr.2022.0106. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.